Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Sn (B)(4). Review of the most recent repair record determined that the cutter failed testing. The cutter gear was replaced; however, the repair was not completed because cutters cannot be repaired. Review of the previous repair record identified that the cutters failed testing and the cutter gear needed to be replaced which is related to the reported event. The unit was returned to the account unrepaired. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device was hard to mesh. The event happened in a cadaver lab so there was no patient impact. There was no adverse event reported as a result of this malfunction.